Event description:
It was reported that a vns patient received high impedance readings. X-rays were received and reviewed by the manufacturer. No gross discontinuities were identified, but found that the lead electrodes were inverted and that strain relief was not placed per labeling.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.